Event description:
It was reported that a pulse generator (pg) appeared to have had an "abnormal elective replacement indicator (eri) to end of life (eol) cycle". The patient experienced dizziness and "not feeling well". While in the emergency room, the patient experienced a cardiac arrest. The patient received intubation with external pacing while airlifted to hospital. Upon arrival at the hospital, patient received an emergency temporary pacemaker until an emergency device replacement could be completed. The patient is reported to have received a "significant neural deficit" from this event. The pg was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.